Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device made an incorrect shock determination. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
A stryker representative reviewed the electronic records and there was no evidence that a malfunction of the device occurred. The shock advisory algorithm is a diagnostic test and these always have a level of accuracy that is less than 100%. There is an acceptable level of sensitivity and specificity as set by international standards for AED performance.

Event description:
A customer contacted stryker to report that their device made an incorrect shock determination. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however, there was no adverse event reported.